Event description:
It was reported that the device had not been working for a long time and the charge died so when it was thought it was charging it was not. The implantable neurostimulator (ins) worked for two years and then it quit. It was noted that their physician had already looked at their ins and tried to get it going again. It was stated that it did more harm to take it out than when it was implanted. It was thought it would do more harm than good to take it out. The physician would take it out and pout anther one in but they would just take it out, and that did not make sense. Once I a while the patient would be doing something and felt a tingling or sparking if they bend over it would start tingling and burning. This had been happening for 33 years.

Manufacturer narrative:
Concomitant: product ID 37752, serial# (B)(4), product type recharger. Product ID 3778-60, serial# (B)(4), implanted: 2009-(B)(6), product type lead. Product ID 37743, serial# (B)(4), product type programmer, patient. Product ID 3778-60, serial# (B)(4), implanted: 2009-(B)(6), product type lead. (B)(4).